Event description:
The device was returned bloody and the stent was partially deployed during the procedure. Upon inspection of the device, a 24 fr sentrant sheath was over the graft cover, with the stent graft deployed within the sheath; 5 of the apices of the proximal bare springs were released from the tip capture mechanism, past the distal end of the sheath. The deployment of the stent graft was after the procedure, once the device was removed successfully from the patient. The graft cover was retracted 16 mm from the tapered tip. The tip capture release handle was locked at its home position. The graft cover od measured .271 with a snap gage, which is within specification. The rest of the device was unremarkable. The stent graft was deployed and the sheath was removed from the delivery system and the internal seals were inspected; all the seals were unremarkable. The complaint was not confirmed since the event took place in-vivo and the device was partially deployed after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a 7 cm diameter thoracic aortic aneurysm. It was reported that the delivery system was inserted through a 24 fr sentrant sheath and when the physician attempted to deploy the stent graft resistance was noted and difficulty turning the handle. Approximately half a cm of the first stent was able to be deployed and it as not fully released. The device was successfully retracted into the sheath and removed from the patient without complication. The sheath was then removed followed by implant of three other devices that were introduced and implanted without the use of a sheath. No patient complications were noted. Outside the patient the device was inserted through the sheath and when deployment was initiated the graft started to open without issue. No additional clinical sequelae were reported and the patient is fine. Review of returned cta's pre-implant revealed a 7cm taa below the arch. The descending thoracic aorta was extremely tortuous; there was a 180 degree bend distal to the taa. Access vessels were not visible in the chest cta's, and images during the implant were not provided. The cause could not be determined; it is possible that the tortuous anatomy likely created higher deployment forces which may have contributed to the deployment difficulties.